Manufacturer narrative:
Approximate age of device: 4 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with dizziness, lowered hemoglobin, irritation around ostomy site, and dark stools. An endoscopy was performed on (B)(6) 2019 and found no source of bleeding. A colonoscopy was performed on (B)(6) 2019 and found a polyp in the cecum. The polyp was resected and retrieved with a cold snare. 4 clips were placed for hemostasis and warfarin was held. Additional information was received on (B)(6) 2018 stating a repeat "scope" was performed on (B)(6) 2019 and revealed an adherent clot at the location of the excised polyp with active bleeding. Epinephrine and 2 clips were placed, and bleeding appeared to stop. The patient was given an additional unit of packed red blood cells before discharge. Per the account, aspirin was stopped indefinitely. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297.